Event description:
It has been reported to philips that when the stand tilt movement is initiated, the stand also moves in rao direction. The end-user has to change the joystick control to avoid unintended rotation movement. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the stand joystick. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found when stand tilt movement is initiated, stands also moves in rao (right anterior oblique) direction. After troubleshooting, fse found the problem with the stand joystick. The fse dismantled the stand movement joystick and installed it again. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.